Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer and internal leakage tests has been confirmed during evaluation of the provided problem description and log files. Our fse (field service engineer) was on site to investigate the issue further and found that pressure transducer printed circuit board and expiratory channel printed circuit board were defective and required replacement. After replacement of the defective parts the ventilator passed several pre-use check tests. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.